Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 36 months and 38 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the right ventricular channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The ICD is proved to fully functional. Neither for the lead nor for the ICD the analysis revealed any sign of material or manufacturing problem.

Event description:
Ous MDR - a vf alert was reported from the home monitoring system. The report recorded noise. A patient follow up was scheduled due to suspicion of lead damage. During the follow up no abnormal lead impedance measurement was observed but noise was noted. Due to the suspicion of lead failure, the rv lead and the ICD were scheduled to be replaced. Because the rv lead could not be removed, it remains in the patient. Only the ICD was returned for the analysis.